Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. It was discovered that the left ventricular lead exhibited loss of capture. Fluoroscopy was performed on the day of the lead revision and it was noted that the lead was placed at a sub-optimal position and may have dislodged. The original position of the lead was not known. On (B)(6) 2018, the lead was capped and replaced successfully. The patient was reported to be in stable condition prior to, during, and post procedure.